Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for evaluation. Service history review found that device has not been in for service in the review period. Visual evaluation found the device to be in used condition with the tamper seal removed/broken. The downstream occlusion (dso) seal was damaged, and the upstream occlusion (uso) seal was worn. Replaced dso and uso seal to address reportable product faults. Replaced lcd screen to address initial cause for complaint, lens, main board, optic switch, keypad, overlay, rear label and bottom label. The device passed all functional tests after the repair. Review of the event history log was not applicable.

Event description:
It was reported that the device had pixels missing. The event occurred during testing. There was no delay in therapy and no patient involvement. Device analysis found, inter alia, damaged downstream occlusion seal and worn upstream occlusion seal.